Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, visual inspection revealed puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. The reported spiral section puncture is the result of the lead damage observed by the laboratory. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted as the spiral section was punctured when the coronary wire was inserted into the lead. This lead returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted as the spiral section was punctured when the coronary wire was inserted into the lead. This lead is expected to be returned for analysis. No adverse patient effects were reported.